Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue but ultimately, the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer.